Manufacturer narrative:
The reported event was confirmed by review of the radiographic image provided. No product was returned to nuvasive for evaluation as the device remains in-situ. Further, operative notes and/or immediate post-op radiographs were not provided for review of usage/technique to determine if the screws were adequately seated and the construct was appropriately locked during the initial procedure. A definitive root cause was unable to be determined with the information provided. There are warnings in the device labeling that this type of event can occur: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...warnings, cautions and precautions: to allow for proper utility of the locking mechanism during screw placement, use a drill-guide with the awl and/or drill to create a centered screw hole into the vertebral bodies...care should be taken to ensure that all components are ideally fixated prior to closure..." "...post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial three (3) level anterior cervical plate fixation procedure. Subsequently, a post-operative evaluation performed approximately three (3) months later identified both screws at the bottom level appeared to be backing out. There is no intent to revise the construct at this time. No further patient impact was reported.